Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) and reported error codes stating that blue fiber cables require cleaning. Error 54 observed in the logs. The tse walked caller to confirm all blue fiber cables have blue led at both ends. The tse walked caller to power off system and disconnect surgeon side console (ssc) 2 blue fiber cable and power on system with no change. The tse walked caller to power off system and disconnect ssc1 (in addition to ssc2) blue fiber cable and power on system with no change. The tse walked caller to disconnect robot (in additional to ssc1 and ssc2 blue fiber cable) and power on system with no error and then connect ssc2 and ssc1 blue fiber cable with no error and then connect robot blue fiber cable and error returned. The caller then powered off system and replaced blue fiber cable from tower to robot with back up cable and issue did persist. The tse walked caller to power off the system and disconnect one of the ssc from the tower and move the robot blue fiber cable to the ssc blue fiber cable location (to isolate issue to tower or robot) and issue did persist. The tse explained this has isolated issue to robot to two bad blue fiber cables. Caller swapped the robot and issue did not persist. The procedure was aborted to another dv system with no reports of patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the internal fiber cable and bulkhead mount to resolve the issue. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.